Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use. However, the device delivery shaft was fractured when the physician unpacked it in preparation for the surgery. The device did not enter the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon is loosely folded with blood in the guidewire lumen. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The hypotube was visually and microscopically examined. The hypotube is completely separated 48.7cm from the hub. The fracture face was oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, the device delivery shaft was fractured when the physician unpacked it in preparation for the surgery. The device did not enter the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.